Manufacturer narrative:
The macroscopic and microscopic investigations show that all screws collided with a hard object (medical instrument or implant, no bone) during insertion. This resulted in excessive torsional forces during the further tightening and caused that the cross recesses of the screws stripped. Indication for material or manufacturing related problems were not found in this investigation.

Event description:
It was reported that the heads of the screws stripped.